Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the partial lead was returned in segments, and analyzed. A proximal portion was received measuring 17 cm. A distal portion was received measuring 38 cm. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Analyst commented, the full lead was not returned. There is a 10 cm medial segment that is missing.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, high threshold, high v-v interval counts and a possible fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).